Event description:
It was reported that the side rail was stuck in lowest position and could not be raised and latched. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.